Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak and could not be pressurized normally. The air leak was alleged to be in one of the cracks underneath. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Under 10x magnification, unit was noted to have a rf seal that had came apart approximately 3 inches from side seal allowing a leak channel. Investigation photos are available that show the rf seal leak point. Functional test was done by manually pumping assembly using hand bulb assembly which confirmed leakage at the visible point where the seal came apart. The reported problem was caused during the rf seal assembly operation. It appears that the seal came apart after product was shipped during subsequent use. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. CAPA-0008063 was opened post lot# listed for investigation and any preventative and corrective actions.